Event description:
It was reported that the user experienced a low glucose event while sleeping, was awakened by a low alert, treated with crackers, applesauce, and peanut butter, then inadvertently announced a dinner meal and received 9 units of insulin, after which the user lost consciousness and struck their face, later regaining sufficient awareness to consume additional fast-acting carbohydrates. Symptoms included hypoglycemia with loss of consciousness. Outcomes included no hospitalization or external medical treatment. Investigation included user troubleshooting and education. Investigation of this case revealed that the cause of the hypoglycemia remained unclear. It was concluded that no device malfunction was identified and user-related factors were contributory. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.